Event description:
We received an allegation of a display issue with a coaguchek vantus meter. The customer stated there were black lines throughout "most parts" of the display screen and there was a black circle in the lower right corner. A display check was performed and the same observation was made. The last results were checked and the customer could not make out the result due to the display issue.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested to be returned for investigation.

Manufacturer narrative:
The customer's returned meter was powered on using fresh retention batteries. A crack on the bottom just right of the center of the display could be seen. Meter has been dropped. The fracture pattern indicates user error is the cause of the cracked display.